Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: evolutr-34, serial (B)(4), use by date 2018-10-02, (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high and resulted in hypotension. A second transcatheter valve was implanted, however the patient did not recover and expired. It was reported that prior to the valve implant, the patient was intubated, has poor left ventricle function, pulmonary and renal insufficiency.

Manufacturer narrative:
Additional information was received that after the implant severe paravalvular leak (pvl) was noted. Per the physician, pre-existing poor cardiac condition along with the paravalvular leak (pvl) contributed to the patient death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery can be influenced by a variety of factors, including anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. Hypotension is a known potential adverse effect per device instructions for use (IFU). Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it was reported that the valve was implanted high and resulted in hypotension. Per the physician, a major paravalvular leak, and poor cardiac condition together caused the patient death. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A procedure or valve-related death is an inherent risk when the patient condition is such that a trans aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It was reported that prior to the valve implant, the patient was intubated, had poor left ventricle function, pulmonary and renal insufficiency. There was no indication that a malfunction or misuse contributed to the reported events. If information is provided in the future, a supplemental report will be issued.